Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this pacemaker, as battery longevity projections had dropped from nine years to three and a half years in only ten months. A review of available data by techinical services (ts) showed power consumption to be higher than expected and voltage to be lower than expected. A safe replacement interval calculation was projected at 90 days. As the patient was not pacemaker dependent, the decision was made to continue monitoring the battery status. This device was subsequently explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this pacemaker, as battery longevity projections had dropped from nine years to three and a half years in only ten months. A review of available data by techinical services (ts) showed power consumption to be higher than expected and voltage to be lower than expected. A safe replacement interval calculation was projected at 90 days. As the patient was not pacemaker dependent, the decision was made to continue monitoring the battery status. This device was subsequently explanted and replaced with a new device. No additional adverse patient effects were reported.